Manufacturer narrative:
(B)(4). Instrument a: firing trigger teeth, spring cartridge lockout tab instrument b: the analysis showed that the tsw45 device was received with the firing trigger broken and missing. The device was loaded with a white reload. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was found to be non functional as the firing mechanism was damaged. The device was closed and opened as intended. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no additional abnormalities were found. The analysis results found that the tsw45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it closed, fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device close and opened as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported by the affiliate that during a laparoscopic gastric bypass procedure, the (B)(4) got stuck on tissue on the entero-entero anastomoses. They took another linear cutter from the same box and the handle broke when they tried to close it. Another device was used to complete the procedure. The procedure was prolonged 15 minutes due to the difficulties encountered with these devices. There were no adverse consequences for the patient. Two devices will be returning. (B)(4)

Event description:
User received questionable total bilirubin results on two different samples obtained from the same (B)(6) baby, on the cobas 6000 c501 analyzer. User repeated both samples on the integra 800 analyzer at the site, and was not sure which total bilirubin result was the correct result. Initial total bilirubin result was 20 mg/dl. This result was accompanied by a data flag and was reported outside the laboratory. The doctor called the laboratory and questioned the total bilirubin result. The sample was repeated on the integra 800 analyzer at the site giving 12.7 mg/dl. This result was accompanied by a data flag and was reported outside the laboratory. The sample was additionally repeated on this c501 analyzer giving 16.1 mg/dl. This result was accompanied by a data flag. A second sample was obtained from the same (B)(6) baby and was initially tested on the integra 800 analyzer giving a total bilirubin result of 12.6 mg/dl. The sample was repeated on the integra 800 giving 12.4 mg/dl. The sample was additionally repeated on the c501 analyzer giving 15.8 mg/dl. Both repeat total bilirubin results were accompanied by data flags. User said the (B)(6) baby was given "bililytes" but did not believe this had an adverse affect. User had not been informed of any adverse affect to the (B)(6) baby. Total bilirubin reagent lot number, 62572701. The field service representative did not determine a cause and could not reproduce any errors. He completed preventative maintenance and troubleshooting procedures. Customer ran controls which were within range.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.